Event description:
The information received from the (B)(4) study indicated that the patient experienced troponin I increased post index procedure that was later diagnosed as a periprocedural mi based on the cec adjudication minutes. During the index procedure, the patient had a 95% stenosis in the mid right coronary artery (rca). A 3.5 x 13mm cypher stent was deployed in the target lesion with no angiographic complications and no product malfunction. 16-24 hours post index procedure, the troponin I was 0.18 (0.06 unl); and the troponin I was 0.19 at discharge. This elevation was later diagnosed as a periprocedural mi based on the received adjudication minutes. As per adjudication report, the ECG core lab reported no new major st-t abnormalities and no q waves. The post-procedure course was uncomplicated and the patient was discharged on the following day dual antiplatelet therapy.

Manufacturer narrative:
Concomitant medications included aspirin, plavix, heparin, lipitor, and toprol xl. Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) male with medical history including hypertension. The indication for the index procedure was angina. Angiography revealed a 95% stenosis in the mid rca. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Pre-dilation, single study stent implantation and post-dilation were completed successfully. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure, the ck was 35, the ckmb was 1.2 and the troponin was 0.02. Post procedure the ck was 49, the ckmb was 3.1 and the troponin was 0.18. The next day the ck was 56, the ckmb was 3.4 and the troponin was 0.19. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The core ECG lab reported no new st-t abnormalities and no q waves. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.